Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 500cc mentor smooth round high profile prostheses and experienced left-sided deflation and right-sided impaired healing postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 500cc mentor smooth round high profile prostheses (catalog#: 3503500 , left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. After the revision surgery, the patient¿s symptoms were improved. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that the patient experienced right-sided impaired healing. However, additional information revealed that the patient experienced right-sided device extrusion. H6 health effect - clinical code : pocket erosion (e200601). Updated reason for device explant and/or reoperation: device extrusion. Manufacturer's reference number: (B)(4).